Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed its incoming testing, the battery backup, cable ID and light-emitting diode operation - a steps. A battery backup failure error generated during its system test though it was noted that the device passed the system test however it was deemed to be out of specification in an electrical manner and it was further noted that there were disturbed pins in the patient connector. The device was to be scrapped due to a lack of available parts for repair and it was determined that it would be saved and sent for failure analysis. (B)(4).

Event description:
The software analzyer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.